Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years 2 months 15 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted and a surgical valve was implanted. Additional information was received from the field clinical specialist (fcs) revealing the patient had presented with severe paravalvular leak (pvl), hemolysis and a high gradient of over 40 mmhg. The patient was also presenting with shortness of breath. Additional information received via medical records revealed the valve was explanted due to severe aortic insufficiency due to pvl post tavr procedure. During valve explantation, it was noted that the tri-leaflet valve was severely calcified.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in the valve being explanted was confirmed based on the medical records provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Although a definitive root cause was unable to be determined at this time, it is possible that one or more of these factors may have been present and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.